Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced a stroke. An angiogram showed severe triple vessel disease. An impella cp and swan-ganz catheter were placed and the patient was referred for bypass. The patient had prior stent grafts placed and severe iliac disease. The impella 14f 25cm peel away sheath kinked and was unable to pass impella sheath. The physician attempted with a 14f cook 45cm sheath and still was unable to pass. The physician then placed 16f cook 45cm sheath and inserted the impella cp through 16f cook 45cm sheath and the pump was started on performance level p-6. The right femoral vein swan was placed for monitoring with plans to refer for bypass surgery. The patient was taken to the operating room for coronary artery bypass graft surgery (2 vessels) and direct impella 5.5 placement. The patient was cannulated for bypass, impella cp was removed, case continued, and the physician placed the impella 5.5 at end to come off bypass. The patient was transferred to the unit and later this day the patient was noted to have a right middle cerebral artery infarct overnight. No intervention details if any were available. It was noted, however, the stroke event was not successfully managed. Care was withdrawn and the patient expired. Additional information was subsequently received and noted after review with team, the stroke is believed to be from removal of impella cp before escalation to impella 5.5.

Manufacturer narrative:
Medical safety review was completed and noted the following: the stroke with the demise outcome was reported on the impella 5.5. Additional information was received and noted it is believed the stroke occurred after removal of the impella cp before escalation to the impella 5.5. As the impella 5.5 device was in use at time of expiration and timing of the stroke is indeterminate, the impella 5.5 association with stroke and demise outcome will remain unchanged. The associate director of post market clinical review noted without information on when the stroke occurred this is hard to determine definitely. However, it should be noted that the impella cp was placed through a 16fr cook sheath which is off label and could lead to increased risk of clot formation in the sheath. The impella cp device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of three devices associated with the event. Refer to the following related report numbers: manufacturing report number 1220648-2025-31138 for the abiomed kit, 14fr introducer manufacturing report number 1220648-2025-45743 for the impella cp instructions for use for the related event are as follows: impella cp with smartassist system ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.